Event description:
Caller reported experiencing a cartridge alarm 20 during the loading process and was unable to proceed past a certain screen to remove the used cartridge. There was no adverse impact to the customer's blood glucose level. Customer service confirmed the presence of cartridge alarms with consecutive cartridges and arranged for a replacement pump, which was sent to the customer. It was confirmed that the pump is under warranty. Customer service provided instructions on putting the pump into storage mode and outlined the necessary steps to follow upon receiving the replacement. The caller was advised to return the faulty pump using a supplied return box and pre-paid label, and they acknowledged understanding these instructions.